Manufacturer narrative:
Event related to regualtory report: 2029214-2022-01556 product analysis: as found condition: two pipeline flex w/ shield devices and one phenom-27 micro catheter were returned for analysis within a shipping box; within two sealed plastic biohazard pouches; within opened pipeline flex w/ shield inner pouches and within two dispenser coils. One of the pipeline flex w/ shield devices was found within the returned phenom-27 micro catheter and the other was returned within an introducer sheath. Visual inspection/damage location details: (first pipeline flex w/ shield) no damages or irregularities were found with the introducer sheath. The tip coil was found extending out the introducer sheath distal tip. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. The distal delivery wire was found separated from the hypotube proximal to the wire weld within the introducer sheath. The resheathing pad, proximal bumper and resheathing marker were found separated from the distal wire. The ptfe dps sleeves and restraints were found undamaged. The tip coil was found undamaged. The proximal braid end was found fully opened, frayed, and damaged. The distal braid end was found tapered, frayed, and damaged. From the damages found, it is likely this pipeline flex device belongs to pli-20 for ¿resistance/stuck during delivery¿. However, the device was returned within the opened inner pouch for pli-10. The separated distal wire was sent out for eds analysis. (Pipeline flex w/ shield and phenom-27) no flash or voids molded were found within the phenom-27 catheter hub. The pusher was found extending out the hub ~48.0cm. The phenom-27 catheter hub was found undamaged. The phenom-27 micro catheter was found kinked at ~1.4cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pusher was removed from the catheter with light resistance encountered. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. No damages were found with the resheathing pad, proximal bumper or resheathing marker. The ptfe dps sleeves and dps restraints were found undamaged. The tip coil was found undamaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.4cm and the usable length was measured to be ~151.7cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm. The micro catheter inner diameter was measured to be ~0.0270¿ at both ends, which is within specification (specification: 0.027¿ ± 0.001¿). A 0.0265¿ mandrel was inserted into the micro catheter hub, through the micro catheter body and out the distal end with light resistance encountered at the kinked location. Conclusion: the customer report of ¿catheter resistance at hub¿ could not be confirmed, however, resistance was encountered within the catheter near the distal end and the report of ¿resistance during delivery¿ was confirmed as the damages found on the pipeline device (distal wire separation and resheathing pad/proximal bumper/pad restraint separation) is consistent with resistance. The distal wire of the first pipeline flex w/ shield delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against resistance. A review of the manufacturing process did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joi nt). There was no non-conformance to specification that led to the detachment issues. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open distally, and another pipeline experienced resistance in the phenom 27 microcatheter hub. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ica. The max diameter was 10mm, and the neck diameter was 8mm. The patient's vessel tortuosity was moderate. The landing zone was 15mm distal and 10mm proximal. The access vessel was the ica, which was 4mm in diameter. It was reported that the pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times, and no additional steps were taken to open the device. The pipeline was removed from the patient. The distal tip of another pipeline jammed and did not go through the microcatheter hub. The pipeline was not stuck, and a continuous flush had been administered. There was no damage to the catheter or pushwire. The patient did not experience any injury or complications. Angiographic results post procedure were said to be normal. The devices were prepared and flushed according to the instructions for use (IFU).